Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A nurse reported a system message occurred during a case. The footswitch was switched out and the case was completed. The case was delayed 1 1/2 hours. There was no patient injury reported.

Manufacturer narrative:
A company service representative examined the system. The footswitch interface pcb was replaced and will be sent back for in-house evaluation. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).